Manufacturer narrative:
Insulin pump received with loose drive support cap, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a crack on the case. The crack was seen on the display and battery case. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.